Event description:
On (B)(6) 2023, during follow-up for a separate event, it was reported by a peritoneal dialysis (pd) nurse that this patient was hospitalized due to draining issues. Initially, the pd nurse was not able to identify if the draining issue was due to the (B)(6) cycler or due to the pd catheter (not a (B)(6) product). In an additional follow-up call with pd nurse, it was confirmed that on (B)(6) 2023 the patient was hospitalized for pd catheter (not a (B)(6) product) malfunction characterized by the pd catheter not draining/stopped working. The pd nurse indicated the draining issue was not due to any performance issues with the (B)(6) cycler. It was stated the drain issues were directly related to the patient¿s malfunctioning pd catheter.